Manufacturer narrative:
The device was manufactured from august 24, 2020 - august 25, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After the expected infusion time, approximately 50% of the solution remained in the device. The device had been filled with 4000mg vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.